Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the image was going in and out when flexing the scope tip. This occurred during an unspecified procedure involving an olympus bronchovideoscope. There was no patient injury reported.